Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the 0° constrained liner. The bipolar outer head (with the femoral head inside) came out of the insert. Patient's constrained liner and femoral head were revised to a 10° constrained liner. Surgeon reported patient factor of having no sensation in his left hip.